Event description:
It was reported that a surgeon encountered an issue with an instrument while implanting an intramedullary nail to treat a tibia shaft fracture. While the surgeon was reaming he was pulling out the shaft, then the shaft broke within the patient. The surgeon was able to retrieve the fragment and complete the procedure with another shaft. There was no harm to the patient and no delay in the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon then used a fluoroscopy to confirmed there no pieces left behind. There was a two minute delay in surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is was never implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.